Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation that would have contributed to the reported malfunction. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. Hospital correspondence relayed that internal investigation found no indication that the event occurred.

Event description:
It was reported that patient underwent total knee arthroplasty in 2006. During procedure, tip portion of reamer broke off. Fragment was recovered and surgery was completed.